Event description:
The following has been reported: customer reported: pump:(B)(6) on (B)(6) 2024. We need to check for over infusion, set issues, and pump issues cassette lot# not provided. Charge nurse reports: pump problem alarm. No patient harm reported. Pump was infusing and it alarmed, they switched the pump and carried on. The reason why they reached out is because once it alarmed, they could not put it in shutdown mode as the settings were "grayed out" so they put the pump in a closet because it would not stop alarming without a full power down. Update 8/6/2024 - test infusion was attempted to be ran but pump kept on alarming tube misload error with different sets. Unable to run test infusion. New logs were downloaded. A preliminary review of the logs identified the following issue: mechanical hardware failure. (Av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The device was returned for sticky pins. Sticky pins may not open or close fully when called. This could cause unintended delays or deliveries in drug infusions. Root cause investigation is still ongoing per internal CAPA.